Manufacturer narrative:
Section d4 - catalog number: corrected. Manufacturer's investigation conclusion: the suspected pump thrombus could not be confirmed through this evaluation. The reported low flow alarms were unable to be confirmed. Although the account stated concern for pump thrombus, a specific cause for the reported low flows could not be conclusively determined through this investigation. Review of the submitted image revealed coagulated blood within the inflow cannula; however, no thrombus formations were able to be confirmed. (B)(6) was returned assembled with the pump cable. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. An additional 2¿ portion of the outflow graft material was also returned. The cuff lock had been disengaged prior to the pump¿s return for evaluation and the apical cuff was not returned. Visual inspection of the inflow cannula revealed a small deposition of dry blood but no evidence of any developed or adhered thrombus formations. Upon disassembly of the returned pump, additional depositions of loosely coagulated/dry blood were observed within the pump outflow, the interior of the pump cover, and the interior of the sealed outflow graft and graft attachment. The lack of structure of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of the confirmed decrease in pump flow. Further examination of the blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Evaluation of the left ventricular assist device (lvad) event and periodic log files retrieved from (B)(6) revealed a sudden onset of low flow values beginning on (B)(6) 2024. These events appeared consistent with the reported events and the finding of an occlusive, ingested deposition in the inlet extension from the submitted images. Despite the observed decrease in flow, the pump appeared to have functioned as intended throughout the duration of the retrieved data. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Upon removal of the depositions, (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including pump thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms, and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a4: patient information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was implanted on (B)(6) 2024 with a heartmate 3 left ventricular assist device (lvas) and the operation went normally. In the intensive care unit (ICU), the speed was normal at 4900-5000rpm, normal anticoagulant procedure was followed, and marevan (warfarin) was started. The patient also had normal pulsatility index (pi) and an acute decrease of flow from 3.7l/min to 0.3l/min with hemodynamic collapse. It was noted that the pump operated as intended for 48 hours, then on (B)(6) 2024, the second day post operation, the pump flow suddenly dropped to 0.2lpm and a pump stop was suspected. Preoperative clotting status was nearly normal and there was no perioperative bleeding. The system controller was changed but it did not help. The patient was taken into the operating room, reopened, and the pump was exchanged; the pump stopped working without warning and there was a suspected pump stop and flow drop which was the reason for the exchange. During surgery, the patient received 2+2+1,5 million units of trasylol (aprotinin), 4 thrombosite-units, 2 units of frozen plasma and 1000 units of octaplex. It was noted that there were no recent changes to pump parameters and no diagnostic testing was used. The pump inflow was half blocked with a blood clot and the outflow graft was completely blocked.